Event description:
It was reported that during an endoscopic vein harvesting procedure, the conical tip had separated from the device. A replacement device was used to complete the procedure. No pt effects have been reported.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.